Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's spouse reported that the patient experienced inaccurate cgm values seven days after the sensor was inserted in the abdomen. Before driving, the patient was not feeling well, but the cgm reading was 130 mg/dl, and decided to drive separately from his spouse. While driving, he traveled in the wrong direction and the spouse became concerned and got him to stop his car. Once stopped, the spouse noticed the patient had mental status changes and decreased responsiveness, so she called 911. The bg was 30 mg/dl and the patient was treated by emergency medical service with IV dextrose and oral carbohydrates and transported to the emergency department for observation for the day. There was no documentation of further medical intervention. At the time of the report, the patient was at baseline. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6).